Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device voltage to be too low and the equipment could not be started. There was no patient involvement. Based on the information available, device is eol (end of life) and no work performed by philips. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Device is eol (end of life) and no work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the backup battery was shelved for a long time, causing the voltage to be too low and the equipment could not be started.